Event description:
Nurse reported about 30 minutes after start of a routine hemodialysis treatment, the pt developed rigors and tachycardia. Treatment was immediately discontinued, pt was transported to ER and was admitted for observation. Pt was afebrile with an elevated wbc of 35.6. Blood, stool, and urine cultures were taken. Pt was given 1 gram vancomycin IV prophylactically in the ER with 125mg vancomycin to be taken orally every 6 hours until culture results were known. All cultures were negative and vancomycin discontinued. Pt discharged 2008. No further medical intervention was required. Pt has returned to daily hemodialysis with nxstage system one with no further similar problems reported.

Manufacturer narrative:
No problem or defects were found with the returned cartridge. Exact cause of pt symptoms remains unk. Qc records indicate no problems and lal test results for this lot of cartridges were within spec. No similar problems reported with this lot of cartridges. There is no evidence to suggest that a device malfunction occurred. Nxstage medical considers this report closed. No additional info will be provided.